Event description:
It was reported by the plaintiff's atty that the plaintiff experienced recurrence, symptomatic fibroid uterus with menorrhagia and dysmenorrhea, chronic pelvic pain, dyspareunia, polycystic ovarian syndrome. It was also alleged that the plaintiff also experienced urinary problems, infection, bowel problems, bleeding, neuromuscular problems. Furthermore, the plaintiff died. No cause of death was reported.

Manufacturer narrative:
Lawyer-filed report.